Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a magnet rate of ninety pulse per minute (ppm) over the last months and the previous weeks but currently the magnet rate turned into one hundred ppm. There were no changes made. Boston scientific technical services (ts) suggested bringing in patient for evaluation. Attempts to obtain additional information but was unsuccessful. The device remains in service. No adverse patient effects were reported.